Event description:
It was reported that a patient sustained intertrochanteric fracture in (B)(6) 2014 and was surgically repaired on (B)(6) 2014. Patient was later seen in the doctor's office complaining of hip pain; an x-ray, taken by the surgeon, determined that the helical blade had migrated positively and that the source of pain was tip of helical blade rubbing on acetabulum. On (B)(6) 2014 the surgeon performed a revision surgery realigning the proximal femur and implanting a new 9.0mm helical blade in the center of the femoral head. Delayed healing; non-union was reported, the mal-positioned device was easily removed, there was no surgical delay and the patient outcome was reported as-fine. This report is for an unknown locking screw. This is 2 of 3 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown locking screw. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): changed from 9.0mm helical blade to 11.0mm helical blade 90mm.device was not explanted, no date should be reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implanting a new 11.0mm helical blade 90mm.